Manufacturer narrative:
Correction: disregard file, after further review it is deemed non-reportable.

Event description:
It was reported that the left iui seal failed. No patient injury reported.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the left iui seal failed. No patient injury reported.